Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 60 years old. The exact cause and date of death is not available at the time of this report; as there is no indication of specific serial number for patient information. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "patient perspective and safety of remote monitoring of implantable cardioverter-defibrillators in the polish nationwide multicenter registry: medtronic ¿carelink¿ network evaluation." Polish cardiology. 2020. Doi: 10.33963/kp.15556. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the patient perspective and safety of remote monitoring of implantable cardioverter-defibrillators. The article reports one patient death with the cause of death not specified. The status/ disposition of the device is unknown. Further follow up did not yet yield any additional information.